Manufacturer narrative:
The actual device was not available; however, twenty-one (21) companion samples were received for evaluation. The samples were received in unopened pouches. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Underwater pressure test at eight (8) psi was performed with no abnormality observed for the samples received. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) homechoice automated pd sets with cassette leaked onto the floor. This issue was observed after treatment. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.